Event description:
Boston scientific received information that this left ventricular was successfully repositioned ten months post implant due to lead dislodgement. There was no report of adverse patient effects due to the revision procedure.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.